Event description:
Three years after cochlear implant surgery, this pt's device reportedly had migrated out of the cochlea and through the tympanic membrane. The device was explanted in 2005. No info regarding reimplant surgery was provided.